Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider regarding the patient. It was reported that the patient was having difficulties with bladder control. The patient went to the health care provider's office and met with the manufacturer representative on the day that the additional information was received. The patient's programming was reviewed and the patient was using a very high amplitude. They were able to adjust the program and decrease the amplitude. The patient was asked to try this for at least 2-4 weeks and then follow-up. The patient uses such high amplitude that she goes through her battery every 2 years. There were no further complications reported or anticipated. [Information omitted as it pertains to a separate event; 700876857 - lot, return of symptoms]

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Consumer reported poor communication on the patient programmer (pp). When they tried increasing stimulation, it won't go past 8.5v and the patient couldn't feel stimulation. The pp won't do anything. The patient wasn't recently implanted or had a revision surgery and they used an antenna. The antenna was confirmed to be secure and synched with the ins, but the issue wasn't resolved. During the call, patient said stimulation was on and they were able to change from program 1 at 8.5v to program 2 at 1.4v. During troubleshooting, caller was getting poor communication off and on while trying to increase stimulation on program 2. The call center had the caller try in different spots, and the poor communication kept appearing off and on. The antenna was unplugged, the pp was placed directly over the ins on their skin, and was confirmed to be synched, but the issue wasn't resolved. They were still getting poor communication after trying it in two different spots. Caller said nothing was happening, like it was ¿locked¿ and added that they keep the batteries out of the pp. Caller was redirected to repair. The symptoms reported were the patient had an accident ¿because it isn't working.¿ two days later, the patient got their replacement remote and ¿still isn't working.¿ working without antenna. It was advised to try without the antenna and the caller was able to work without the antenna and was increasing it and left the setting at 6.2v. Caller was able to use without the remote and states they only received the remote and not the antenna so an antenna was ordered. On (B)(6) 2017, patient called back stating they have the return shipping label in front of them and want to know what to do to have the device returned. Patient was transferred to repair. On (B)(6) 2017, patient¿s mom called in to report the poor communication issue was resolved with the replacement pp, but the patient only has access to program 1. It was reviewed that the other programs need to be loaded onto the pp so they need to speak with their healthcare provider (hcp). Patient¿s mom further reported the patient turned their stimulation up to 8.5v, but still couldn't feel stimulation. The patient¿s symptom control for bladder was not good right now. When the patient previously turned stimulation up to 7-something, they felt stimulation, but doesn't now. The patient was able to sync with their ins and stimulation was on at 8.5v. It was reviewed that the increase may affect the patient¿s symptom control. Patient was redirected to their hcp if the problem doesn't resolve. On (B)(6) 2017, a healthcare provider (hcp) called in to report the patient¿s device is not working and didn't have any further information on what the issue was, but believed it was something with the ins itself because the patient is incontinent again. The patient is disabled and their mother would like someone to call back for further troubleshooting. The patient will meet with a manufacture representative (rep) on (B)(6) 2017. No further patient complications have been reported as a result of this event.